Event description:
It was reported to minimed that the customer experienced a hypoglycemic event with a blood glucose value of 50 mg/dl, which was treated with glucose and carbohydrate intake. The customer also reported that the battery cap was not screwing in properly and was coming loose with movement. The event involved product(s) 78893-01, mmt-398a, mmt-1884 and mmt-332a. Troubleshooting was performed and the pump was found to exhibit physical damage, specifically the battery compartment and the top of the battery cap were found to be stripped at the battery tube threads, which was confirmed to be affecting pump functionality. Troubleshooting was not performed and, it was not known whether the auto mode feature was active at the time of the event and whether the pump was used within 48 hours of the reported event. No further patient complications were reported. No product return is required for 78893-01, mmt-398a and mmt-332a. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.